Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, the implantable cardioverter defibrillator exhibited noise reversions due to possible myopotential oversensing. It was noted that episode appeared to be myopotential inhibition. Programming changes were discussed; however, it was not made due to the patient¿s circumstances.